Event description:
The reporter stated an aq2010v silicone three piece lens was torn and there was no pt contact or injury. Add'l info has been requested from the facility but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.